Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. However the analysis was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, broken reservoir tube lip, damaged keypad overlay, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the part that holds the reservoir was chipped and the seal was broken. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.